Event description:
Reporter indicated that vns patient had passed away. The exact cause of death is not known at this time. The patient was found dead on the floor, face-down with tongue bitten. The ncp system was not explanted and no autopsy was performed. Patient was last seen by physician on 06/20/2002 and was receiving vns therapy at the time of death. Physician indicated that the ncp system was not related to the cause of death.